Event description:
According to a distributor's report, a pt with a mic-key gastrostomy tube was seen in e.r. Because of "profuse bleeding coming up through the tube from inside the stomach". The report also stated that blood clots were also irrigated from the pt's stomach, and after the tube was replaced the bleeding stopped. Ballard medical has no first-knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.